Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the top jaw and what appears to be part of the knife blade broke off of the device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and the top of the I-blade upper tip broken off both pieces were returned with the device. The device was connected to the generator and it was recognized. Because the I blade was damaged and the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade and the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.